Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) and medical device serial a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system station was not communicate. A field service engineer discovered that the station had been reported as down; however, it was ultimately determined to be merely a communication issue. The fse identified that the network cable had been relocated to the incorrect network wall port, subsequently repositioned the network cable, and confirmed that the station was communicating and was online in the remote support service." The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not communicating and unable to turn back on. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not communicating and unable to turn back on. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.